Event description:
To ir for right brachiocephalic fistulography and angioplasty. The 4 french introducer was removed, however the introducer stretched and fractured. Superficial dissection performed and nearly all of the introducer was successfully removed. No appreciable residual material could be ID'd on spot magnified radiographs. (Very tiny/fleck of piece of catheter retained that should not be of clinical significance per provider). Prophylactic antibiotics given.